Manufacturer narrative:
Initial and final MDR 1935230 - MDR 3003442380-2024-19963 - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On 27-june-2024, it was reported that the patient encountered four infusion sets cannula kinked event within 3 hours of insertion events between 27-june-2024 and 30-june-2024. The site of insertion was abdomen. The infusion set was in use for around 12 hours for each event. Patient replaced infusion set and resumed insulin deliveries successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.